Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently unavailable.

Event description:
Meniscal repair - xxxx xxxxxxxxxx, (B)(6) at (B)(6) hospital, (B)(6) 2017. It was reported that the surgeon used two truespan meniscal repair systems, then when he used the third system the first peek implant was deployed, but came out when the surgeon removed the needle. Jnj rep didn't see this implant being placed as rep was getting more stock. Following the case jnj rep asked the surgeon what he thought went wrong and he thought the system was faulty. He said that he deployed the first peek implant and that it came out when he pulled the needle out. He said he did not pull the needle too far back and that the gun was faulty. Jnj rep asked if he thought he was all the way to the back of the meniscus and he said he thought so. To complete the procedure the surgeon opened a five more truespan meniscal repair systems and deployment was successful. Delay to procedure: a couple of seconds while opening another system. No ae to patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. The first implant was hanging out of the truespan gun needle on the suture. This complaint is confirmed. Visual observations revealed no anomalies on the device. The first implant was inspected and no anomalies were found. Via functionality test, the trigger functioned as expected, and when the trigger was pressed fully a click sound was heard, and when the trigger was re-pressed for the second time, the second implant deployed as intended. There are three possible root causes that could cause this type of failure: user pulled the gun too far out after deployment, the needle was not at the correct depth resulting in the needle not completely through the meniscus prior to deployment,the trigger might have not fully been pressed until a click sound was heard which could cause the reported failure. Other than the possible root causes listed a specific root cause cannot be determined. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
UDI: (B)(4)-incomplete. The expiration date is currently unavailable.

Event description:
Meniscal repair - (B)(6) at (B)(6) hospital, (B)(6) 2017. It was reported that the surgeon used two truespan meniscal repair systems, then when he used the third system the first peek implant was deployed, but came out when the surgeon removed the needle. Jnj rep didn't see this implant being placed as rep was getting more stock. Following the case jnj rep asked the surgeon what he thought went wrong and he thought the system was faulty. He said that he deployed the first peek implant and that it came out when he pulled the needle out. He said he did not pull the needle too far back and that the gun was faulty. Jnj rep asked if he thought he was all the way to the back of the meniscus and he said he thought so. To complete the procedure the surgeon opened a five more truespan meniscal repair systems and deployment was successful. Delay to procedure: a couple of seconds while opening another system. No ae to patient. Additional information received from jjm rep on 30 apr 2018: what type of force was used when the anchor pulled out? Rep didn't see the event, surgeon said he didn't pull the needle too far back. Did the surgeon wiggle the inserter, pull while turning, or pull only while removing? He can't remember. Did the suture wrap around the handle or driver? No. Was the surgeon grasping the suture during removal? No. Did the surgeon grasp the suture during insertion? No. Did the surgeon use appropriate downward force applied with driving anchor in? This surgeon had implanted over 80 meniscal devices prior to this case, so was very comfortable with the appropriate forward pressure on the meniscus when using truespan, so he thought so. Which suture limbs were tested to verify the repair? The first implant did not hold and came out, so the device had to be removed from the knee.

Manufacturer narrative:
(B)(4). The expiration date is currently unavailable.